Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting loss of capture (loc). Technical services (ts) was consulted and explained it only happened at high rates. The device remains in service. No information is available at the moment.